Event description:
It was reported that stent damage occurred. The 9% stenosed, 28-30mmx3x3.5mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 3.00 x 28mm synergy ii drug eluting stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
E1: initial reporter facility name:(B)(6). Device evaluated by MFR.: synergy ous mr 3.00 x 28mm stent delivery system was returned for analysis without the manifold hub. A visual examination of the stent found signs of stent damage. Stent struts in the distal section of the stent were lifted from their crimped positions. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The overall stent length was also measured and the result was within the crimped stent length tolerance range. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube shaft found a break in strain relief 22mm proximal to distal end of the strain relief, with the manifold hub not returned. Additionally, a kink was noted in the hypotube shaft 310mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 9% stenosed, 28-30mmx3x3.5mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 3.00 x 28mm synergy ii drug eluting stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.